Event description:
As reported by the exactech knee replacement study, the 54 year old female patient had an initial left tka on (B)(6) 2012 and presented on (B)(6) 2023 with infection - septic left total knee. The case report form indicates that this event is definitely not related to the device and definitely related to the procedure. It is also indicated that the following action(s) were taken irrigation/debridement/implant removal/antibiotic spacer preimplantation after IV antibiotics for 6 weeks. The outcome of this event was reported as resolved on (B)(6) 2023. (B)(6) 02-010-01-0230 - logic femoral ps cem left sz 3. 510k: k033883. No device return anticipated due to being a clinical trial study.

Manufacturer narrative:
(H3) pending evaluation: (d10) concomitant device(s): 2292671 02-010-01-0330 - logic femoral ps cem right sz 3. 1913754 02-012-35-3009 - logic tibia ps mod insrt sz 3 9mm. 2212610 02-012-44-3011 - logic tibia implant psc insert, sz 3, 11mm. 2115059 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. 2293130 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. 2251151 200-02-35 - three peg patella 35mm. 2332014 200-02-35 - three peg patella 35mm. 2323593 204-34-02 - fluted stem extension 25l x 14 mm. 2329343 204-34-02 - fluted stem extension 25l x 14 mm. 2336650 204-70-00 - tibial stem ext. Screw. 2337588 204-70-00 - tibial stem ext. Screw.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, f, g. The reason for the reported surgery due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.